Manufacturer narrative:
The device history record for lot #180700 was reviewed. All catheters passed in-process and final inspection criteria including leak testing. The suspect device was returned for investigation. The catheter evidenced apparent signs of deformation under axial loading at the break location indicating that the catheter broke under excessive tension. Broken portion of catheter was removed surgically and the patient is doing well.

Event description:
The PICC line broke during attempted extraction. The broken portion of the catheter was surgically removed. Patient is doing well.